Manufacturer narrative:
The product analysis result indicates that the customer compliant has been confirmed. The pre-temperature test has been performed at 60k. After 1 minute the front temperature was 200f end the rear temperature was 208f. The ambient temperature was 85f. The collet and bearings sounded rough. Worn motor and collet. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece gets warm pre-operatively. There was no patient impact. On follow-up, the health care provider (hcp) reported that the handpiece overheated approximately within three minutes. The surgery was able to end with a second handpiece with 2-4 minutes delay.